Event description:
It was reported that difficulty removing/withdrawing catheter, stent dislodgement and stent damage occurred. Vascular access was obtained via femoral artery. The 80% stenosed concentric de novo 32x3.0mm target lesion was located in the non-tortuous and mildly calcified left anterior descending artery. A non-bsc guide catheter was introduce towards the vascular access followed by the insertion of a non-bsc guide wire. Subsequently, a 3.00x32mm promus element drug eluting stent was selected for use and advanced to treat the lesion. However, upon assessment, the physician noted that there is a need to predilate the lesion to prepare it better. Upon withdrawing the stent delivery system, resistance was met and the stent got stuck on the tip of the guide catheter. In an attempt to withdraw the stent, they retrieved the balloon intact but the stent was stuck on the tip of the guide catheter. The stent was indeed dislodged inside the patient but it wasn't embolized. The whole system was withdrawn including the guiding catheter along with the stent still caught on its tip and the physician noted a deformation in the stent strut upon retrieval. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned device found that the stent had detached from the balloon. Both the detached stent and the stent delivery catheter were received for analysis and on examination of the detached stent found that the stent was partially expanded/deployed in appearance. As the stent is partially expanded/deployed with a larger profile than the crimped stent profile may be the cause of the stent getting caught in the tip of the guiding catheter that was used. The stent was also deformed, stretched and stent struts lifted upwards from the stent profile. A visual and tactile examination of the device found that the tip of the device was damaged and the hypotube was kinked at various locations along its length. The balloon appeared tightly wrapped and did not appear to have been subjected to positive pressure, however on inflation and deflation of the balloon during analysis, its shape and profile appeared similar to the condition the device was received. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that difficulty removing/withdrawing catheter, stent dislodgement and stent damage occurred. Vascular access was obtained via femoral artery. The 80% stenosed concentric de novo 32x3.0mm target lesion was located in the non-tortuous and mildly calcified left anterior descending artery. A non-bsc guide catheter was introduce towards the vascular access followed by the insertion of a non-bsc guide wire. Subsequently, a 3.00x32mm promus element drug eluting stent was selected for use and advanced to treat the lesion. However, upon assessment, the physician noted that there is a need to predilate the lesion to prepare it better. Upon withdrawing the stent delivery system, resistance was met and the stent got stuck on the tip of the guide catheter. In an attempt to withdraw the stent, they retrieved the balloon intact but the stent was stuck on the tip of the guide catheter. The stent was indeed dislodged inside the patient but it wasn't embolized. The whole system was withdrawn including the guiding catheter along with the stent still caught on its tip and the physician noted a deformation in the stent strut upon retrieval. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.